Manufacturer narrative:
The insulin pump passed the displacement test. The insulin pump was received with broken battery tube threads, a cracked reservoir tube lip, cracked belt clip slot, minor scratches on the display window, a scratched reservoir tube window, a stained address and serial number label and a stained end cap sticker.

Event description:
It was reported that the customer changed the battery and the threaded spot on the battery chamber was broken. Customer stated that the pump was chipped and the customer's blood glucose level was 10.1 mmol/l. Insulin pump will need to be replaced. Customer was advised to revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.